Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 2 years and 9 months due to 3 dislocations in 4 months (patient had lost 60kgs and become unstable).

Manufacturer narrative:
Per -6165 combined report additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, what the patient was doing at the time of the dislocations, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the surgeon felt that the weight loss is the cause of the dislocations and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. The reporter has stated that the surgeon assumes the weight loss to be the cause of the instability / dislocations as it was the only significant factor. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All devices associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and it has been concluded that the most likely cause of the reported dislocations was weight loss. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.